Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device does not pass the self-test and a red x remains fixed. There was no patient involvement.

Event description:
It was reported the device displayed a solid red cross, emitted a single beep, and displayed an error message: "defibrillation disabled". There was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) from the customer care solution center assisted the customer, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. Date due has been updated to (B)(6) 2022. H3 other text: remote service provided a quote to the customer.

Event description:
It was reported the device displayed a solid red cross, emitted a single beep, and displayed an error message: "defibrillation disabled". There was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) from the customer care solution center assisted the customer, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. H3 other text : remote service provided a quote to the customer.